Event description:
The customer reported that there was a poor ECG signal quality on the mx700 monitor with an multi-measurement server while the pt had a heart attack. The nurses had difficulty to giving appropriate care to the pt because of the poor ECG quality signal on the monitor.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.